Event description:
It was reported that the patient presented in clinic after receiving a shock. An alert for possible high voltage lead issue and low, out of range hv lead impedance during the therapy were noted. In clinic impedance measurements were normal. Programming changes were made. Due to the patients poor health condition the lead will not be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.